Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
After 34 months of implantation, this ICD was explanted for an infection.

Event description:
After 34 months of implantation, this ICD was explanted for an infection.

Manufacturer narrative:
A response from the manufacturer is pending. Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.